Event description:
Defective. Did not get dilated and frayed. The ventricular septal defect (vsd) procedure was actually completed in 2008, and then based on shunting across the aorta from the left to right side during an echocardiogram. Dr. Reopened the pt about 3 days later, and reinforced the patch with add'l sutures. The pt condition is noted as fine. Although the sales rep made reference that a member of the staff thought the surgeon had sutured too closely to the edge, this was not confirmed.

Manufacturer narrative:
A product has not been returned for our evaluation, therefore, a technical analysis cannot be carried out. Without a returned product it is not possible to confirm how the device may have contributed to the complaint event, as reported to us. No further corrective action is planned at this time. We will however continue to monitor and trend this type of complaint in order to ensure that there is no compromise with product quality. Note: items marked "ni" are not attainable at this time. Should such info become available, it will be included in a follow-up report. Method: the device history records for the batch were reviewed. Results: all mfg and quality assurance testing was carried out in accordance with our standard procedures. The device history record for this batch shows that the product met its specifications at the time of release to distribution-there are no similar incidents against this batch. There is no increase in the frequency or severity as indicated via an anticipated or known failure mode based upon risk documentation and/or historical trending.